Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the customer changed all of the supplies on the pump. There was no reported impact to the customer's blood glucose level.